Event description:
A malfunction was reported, identified with the code "malf 0," although no notable events occurred prior to the issue. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the situation, the technical support team prepared to replace the pump, confirmed shipping details, and instructed the customer to return the malfunctioning pump with a pre-paid label. The customer was informed on how to put the pump into storage mode before returning it and acknowledged these instructions. There was no backup therapy available at that moment, and the caller planned to consult with a healthcare professional.